Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced multiple insulin delivery occlusions on an infusion set, which resolved only after the nurse changed the supplies and was advised to use supplies from a different box if the issue persisted. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no hospitalization, no medical intervention beyond supply changes, and no long-term impact. Investigation included review of device reports and therapy data to assess system status during the reported timeframe. Investigation of this case revealed that the system was not out of range at the time of the call and an earlier out-of-range event had self-resolved, indicating proper device function and suggesting a supply- or set-related occlusion that resolved with replacement. It was concluded, based on previously established findings for similar reports, that the cause was consistent with use-related or supply-related occlusion that resolved with standard troubleshooting.